Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient needed to recharge their implantable neurostimulator (ins) ¿every second day.¿ it was further reported the patient ¿recharged every two days¿ and that the patient ¿thought it was too much.¿ interrogation of the patient¿s device revealed their group a setting had ¿high depletion¿ with eight active contacts. The interrogation records also indicated the patient ¿did not recharge every other day¿ and instead had most recently had 4, 6, 3, 2, and 6 days between recharge sessions. Additionally, the patient only fully recharged once during that time period and for most recharge sessions instead ¿recharged from around 25% to 80-90%.¿ it was noted the ins was thought to be ¿performing as it should in this case¿ with respect to the recharge rates. The records also noted the bipolar impedance value between electrodes 3 and 4 was ¿under 50 ohms.¿ the patient¿s ins was to be ¿reprogrammed to avoid use of electrodes 3 and 4¿ as a result. The patient¿s therapy group was also to be reprogrammed to ¿use fewer contacts to cover the pain.¿ the patient was ¿fine¿ and ¿waiting for a reprogramming¿ as of 13 days after initial report. Additional information has been requested; a supplemental report will be filed if additional information is received.